Event description:
Dr attempted to implant a biograft vascular device when a hole was discovered and the graft had to be removed. Two request for add'l info from englewood hosp have been made. When bvi receives this info, a follow-up report will be submitted.